Event description:
Procedure: colon resection. According to the rptr: the reloaded misfired over the stomach. The handle cracked. The surgeon paused and proceeded to fire again. The handle cracked two add'l times but completed the firing. Upon inspection of the staple line there were numerous malformed staples and staple line opened up. Due to the location of firing, the surgeon had to then transect esophagus as well. Surgery delay was over 30 minutes.

Manufacturer narrative:
(B)(4).